Event description:
Additional information received via email on 15-nov-2021: customer does not know any of the answers to the questions.

Manufacturer narrative:
Additional information:d4 UDI is unknown. No product information has been provided to date. B5, h6. This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Wear and tear damaged front cover and enclosure. Outdated printed circuit board (pcb) and power switch. Started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The reported issue was confirmed. The root cause of the reported issue was found to be that the customer installed the tank cover screws too tight causing the device to crack. The technician replaced the cracked tank cover. Corrected data: corrected d2, g1.

Event description:
It was reported the device leaked fluid. The reporter could not confirm when issue was identified (whether found during patient use or during testing). No adverse effects reported.